Event description:
I was prescribed neilmed sinus rinse after my nasal surgery on (B)(6) 2024. After two days of use, I noticed small black specks on the inside tube and realized the printing on the bottle was disintegrating and getting all over the bottle, inside and outside. It was also over my hands. I did not realize this until when I was gently blowing my nose, as required, to expel the liquid in my sinuses, and noticed it was coming out of my nose. I was given the bottle by my ent (B)(6) school, on (B)(6) 2024. After nasal surgery - turbinates reduced.